Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: sterile part: part: 412.213s, lot: 7l22439, manufacturing site: selzach, supplier: (B)(4) , release to warehouse date: august 28, 2020, expiry date: august 1, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part: part: 412.213, lot: 62p1720, manufacturing site: mezzovico, release to warehouse date: august 11, 2020. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: event year is reported as 2021; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a revision surgery due to the dislocation. On (B)(6) 2021 the patient underwent the implant surgery with the fns implants. After the surgery, the dislocation of the bone head was confirmed. The revision surgery was completed successfully with 60 minutes delay. The patient outcome was unknown. No further information is available. This complaint involves four (4) devices. This report is for (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 38mm-sterile this report is 4 of 4 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e1: initial reporter information updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.